Event description:
Customer reported the cartridge leaked insulin during use. No adverse event was reported. The alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.